Manufacturer narrative:
The device was returned to olympus, testing and inspection found that the device had no image, the lcd panel failed. During testing and inspection the following as also found: the customer¿s complaint was confirmed (blue stripe on the right side of the panel). Due to poor contact of lcd panel, there is an image artifact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the no image occurred due to a connection failure of the liquid crystal panel. The root cause of the connection failure cannot be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use they discovered a blue stripe on the right side of the panel. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: lcd panel failure. This report is being submitted for the malfunction found during evaluation (lcd panel failure).